Event description:
Pump implanted 13 months when hcp noted underinfusion. The patient underwent pump explantation with implantation of a new synchromed pump. The patient is receiving adequate pain relief with the new pump.